Event description:
The customer contacted physio-control to report that the display on their device was blank. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit would continually reset itself and never fully power on. As a result, defibrillation therapy was not possible.

Manufacturer narrative:
Physio further evaluated the user interface (ui) pcb assembly and determined that the cause of the reported issue was a capacitor, designator c79. The removed system controller (sc) pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.